Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018 and the physician received several unsuccessful cavity integrity (cia) tests. The physician then performed a laparoscopy and noted a perforation. The procedure was aborted. The physician administered antibiotics and admitted the patient overnight for observation. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.